Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. The registered nurse (rn) hung vancomycin, checked on patient when the medication was supposed to be completed. This rn went into room, and the bag still had 200cc left in 250cc bag. Vancomycin was hung as a secondary bag there was no report of patient injury or medical intervention associated with this event. No additional information is available.